Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2019, it was reported that the hand piece started to ¿slow down¿ with the power source plugged in. The customer returned an electric dermatome device, serial number (B)(4). For evaluation. The customer also returned a power supply, serial number (B)(4). For evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that that there was power to the power supply but not to the hand piece and the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number (B)(4). One time as documented in the repair reports in livelink. The last repair was (B)(6) 2015 where it was reported that the device was returned with (B)(4). And the device was evaluated with no components replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet australia on (B)(6) 2019 revealed that the motor was running slow and erratic. The control bar was found to have side to side play. Product review of the electric dermatome power supply by zimmer biomet taiwan on (B)(6) 2019 revealed that the device functioned as intended and passed all required testing. Product review of the electric dermatome by zimmer biomet taiwan on (B)(6) 2019 revealed that the motor speed was below specifications. The calibration was out of specifications at all settings and the control bar was in the correct position. Repair of the electric dermatome was performed by zimmer biomet taiwan on (B)(6) 2019 which included replacement of the motor, switch, bearings, o-ring, seal, reciprocating arm, external e-ring, power cord assembly, and width plate screw. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the motor was running slow and erratic. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the motor was running slow and erratic. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned for evaluation and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the handpiece started to 'slow down' with power source plugged in. The issue occurred during surgery: subsequently this did caused patient harm and there was a delay of more than 30mins (additional time spent in the or). The problem did not caused an impact/damage to graft harvest. No additional consequences were reported.